Manufacturer narrative:
The reported field event of long charge time was confirmed in the laboratory via review of the device image and was due to capacitor maintenances. The device was tested on the bench and no anomalies were found. The hv capacitors were sent to the manufacturing site for further evaluation and an internal hv capacitor anomaly was found. The cause of the long charge time was an internal hv capacitor anomaly.

Event description:
It was reported that patient presented to the clinic after receiving a vibratory notification for charge time limit reached. Device was replaced. Patient did not have any symptoms following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.